Event description:
It was reported the implantable pacing lead was set to bipolar configuration at the time of implant, and that at the post operative visit, it appeared to be in the unipolar mode. In the bipolar setting oversensing was noted. Also reported, was that during implant there had been set screw challenges and impedance issues. Post operative testing of the device and lead proved inconclusive and the physician chose to replace the implantable pulse generator. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).